Event description:
An open surgery (on (B)(6) 2021) on the spine for posterior lumbar sacral instrumentation at l4 - s1 and interbody fusion with decompression, due to spondylolisthesis at l4-l5, with intended placement of 6 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the navigation reference on the spinous process of l3 (reference clamp carbon with the 4-sphere array). Acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified the accuracy of the registration and accepted it to proceed. For left and right l4, planned the screw trajectory using the navigated pointer, created a pilot hole using a non-navigated non-brainlab drill, drilled the pedicle using the navigated brainlab drill guide, and placed the screw using a navigated non-brainlab screwdriver. Proceeded to repeat the workflow for right l5, but the screw did not feel fixed in the bone due to the poor bone quality, thus took the screw out. Placed the screws at right s1, left l5, and left s1 repeating the workflow above. Proceeded with the decompression of l5 using the navigated pointer to find bony landmarks. Acquired c-arm images and detected that the screws at left l5 and right s1 were not placed as intended (were out of the vertebral body, with deviation at s1 slightly less than at l5). Acquired a 2nd intraoperative CT scan with automatic image registration, verify the accuracy of the registration and accepted it to proceed. Removed the screw at left l5 and started to use a navigated non-brainlab tap to plan a new trajectory, when detecting that the tap position shown in navigation deviated from its position on patient anatomy, recalibrated the tap but still detected a deviation, verified accuracy placing the pointer in the screw path and also detected a deviation, verified accuracy on the screw heads at s1 and l4 and found them to be accurate, felt around the trajectory and noted that bone quality was poor, finally replaced the screw using a navigated non-brainlab screwdriver. Repeated the workflow to replace the screw at right s1. Acquired c-arm images and detected that the screws followed the same (undesired) path. Removed the screw at l5, and left the right s1 screw whose position was considered clinically acceptable. Proceeded with decompression at l5, interbody instrumentation, and rod placement while using the navigated pointer occasionally as an aid in these steps. Acquired a confirmation CT scan and was satisfied with the final screw and cage placement. According to the surgeon: the outcome of the surgery was successful as intended; at the end of the surgery, the 4 screws placed with aid of navigation were in their correct final positions. There was no direct (or increased) risk of harm to a critical structure due to the reported problem. There was no actual harm/negative clinical effect to the patient due to the screw placements/unintended surgical steps performed with the aid of navigation, neither for the prolongation of anesthesia by more than 60 minutes. There were no further medical/surgical remedial actions necessary, done or planned for this patient; hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the outcome of the surgery was successful as intended; at the end of the surgery, the 4 screws placed with aid of navigation were in their correct final positions. There was no direct (or increased) risk of harm to a critical structure due to the reported problem. There was no actual harm/negative clinical effect to the patient due to the screw placements/unintended surgical steps performed with the aid of navigation, neither for the prolongation of anesthesia by more than 60 minutes. There were no further medical/surgical remedial actions necessary, done or planned for this patient; hospitalization was not prolonged either. According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviating placement of the screws at left l5 and right s1 from their intended positions by ca. 5mm superiorly was a relative movement of the vertebrae in relation to l3 where the reference was attached during the surgery. The indications of an unstable spine (spondylolisthesis at l4-l5 in combination with poor bone quality) increases the likelihood of relative bone movement, in addition to the forces required to prepare the bone and insert the screws. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Apparently, the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while placing the screws at left l5 and right s1. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.